Event description:
It was reported that patient presented for scheduled leadless pacemaker (lp) implant procedure. During the procedure, while performing the tug test in tether mode, adequate device positioning could not be maintained, resulting in a positioning failure. The device was successfully retrieved during the same procedure. There were no patient consequences and patient was discharged.